Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the motor makes a strange noise when rewinding the insulin pump. Blood glucose value is unknown. Mother sated that the customer has not received any motor error alarms but requested the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.